Event description:
The patient went into cardiopulmonary arrest and advanced cardiac life support (acls) was initiated. During the code, it was suspected that the PICC line became infiltrated. After the code, the PICC line was removed, and it was noted that line was broken.